Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 1.6 mmol/l. Reportedly, the pump software did not suspend insulin delivery. However, it has not been confirmed. The customer consumed glucose tablets to address the low level. No additional information was provided.